Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device was successfully interrogated, resulting in successful pairing. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of bluetooth (ble) was confirmed. The loss of ble was due to a system requirement, which temporarily disables ble due to an excessive amount of connection attempts. The connection attempts in this case were due to the multiple prompts displayed on the merlin programmer. The root cause of the prompts displayed on the merlin programmer was not able to be confirmed.